Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and was able to obtain the following information: the obturator was inspected prior to use, and nothing was out of the ordinary. The handle separated from the distal end of the obturator (a part that enters the patient). The thyroidectomy procedure was completed with a backup obturator. There was no injury to the patient and there are no photos or videos for isi to review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the obturator to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The handle of the obturator was found to be broken at the proximal end close to the latch. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the accessory or inadvertent collisions with hard surfaces during handling or usage. Improper cleaning during reprocessing, such as prolonged exposure of the accessory to harsh cleaning agents, can lead to cracking.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the handle and the head of the obturator were separated. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.